Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
All of the buttons functioned properly during testing. However, moisture damage was noted to the keypad traces during the visual inspection. No display anomaly was noted. The insulin pump passed the functional testing. The insulin pump was received with a cracked reservoir tube lip, cracked case at a display window corner, minor scratches on the display window and a scratched reservoir tube window.

Event description:
It was reported via phone call, that the numbers on the insulin pump scroll, without any input from the customer. Customer's blood glucose level at the time 407 mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump, and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.